Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated the device has alarmed twice while they were attempting to bolus. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the device. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Assisted customer with clearing alarm from device. Customer's blood glucose level was 91 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm. The motor passed the motor test. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, and missing end cap sticker.